Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced blood loss (lost 100 cc during 2012 surgery and 150 cc during 2015 surgery), chronic pelvic pain/tenderness, allergic reaction to polypropylene mesh (erythematous reaction), pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia (pain during intercourse), unspecified neuromuscular problems, vaginal scarring, whitish discoloration/hyperemic lesion on buccal mucosa (oral thrush), candida infection of vagina (fungal infection), tenderness along bladder base, mesh densely adherent to retroperitoneal space/presacral space/vaginal wall (adhesions), cystostomy (perforation of bladder), bowel inflammatory changes (inflammation), chronic pain syndrome, myofascial pain involving left levator muscles, trigger points, hypertonic muscle dysfunction, abdominal distention, abdominal wall tenderness, colonoscopy, flexible sigmoidoscopy with biopsy, pelvic discomfort, allergic sigmoiditis, deep vaginal pain, hypertonic pelvic floor tone, weak vaginal squeeze strength, poor relaxation ability, pelvic floor muscle tenderness/fibrous bands, complications due to genitourinary implant device and graft, urinary hesitancy, allodynia of urethra, lymphedema, bladder inflammatory changes (inflammation), neovascular changes, pelvic floor muscle spasms, diarrhea, inflammation of colon, chronic interstitial cystitis, voiding dysfunction, blood in stools, back pain, asymmetric enlargement of proximal and mid aspects of right ureter, bladder wall thickening, paresthesia (tingling), bladder spasms, bladder discomfort, failed voiding trials/large post void residuals (urinary retention), rectal pain, chronic constipation, vaginal discharge, urinary incontinence, rectal pressure, nausea, pelvic pressure, hematuria, hypocontracticle pattern, fibrovascular and adipose tissue with fibrosis and chronic inflammation and additional non-surgical and surgical intervention.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Exemption (B)(4). The total number of events for product classification code oto is (B)(6). (B)(6)- alyte y-mesh graft, sterile (5-pack). (B)(6)- alyte y-mesh graft, sterile (single).

Manufacturer narrative:
(B)(4). Original reporting time frame march 1, 2015 through april 30, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame from march 1, 2015 through april 30, 2015.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame from march 1, 2015 through april 30, 2015. Follow-up # 2 sent 09/30/2015 was actually follow-up #1, this follow-up is #2 although states #3.